Event description:
This report is being filed after the subsequent review of the following journal article: campbell, jr., r.m. And hell-vocke, a.k. (2003). Growth of the thoracic spine in congenital scoliosis after expansion thoracoplasty. The journal of bone & joint surgery, volume 85-a, number 3, pp 409-420. USA article/authors. This was retrospective review of patients performed between unknown dates. The study population included 21 children with congenital scoliosis. The average age without a spine fusion was 3.3 years old at the time of the baseline CT scan. With an average duration of follow up as 4.2 years. Complications: patient #3 without spine fusion, worsening measurement between baseline and followup for: spine rotation (-)7. This report is for an unknown veptr with unknown part and lot and unknown quantity. A copy of the literature article (or abstract) is being submitted with this medwatch. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown quantity of veptr with unknown part and lot number. (B)(6). Worsening measurement between baseline and followup for: spine rotation (-)7. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.